Manufacturer narrative:
The product and particle are not available for return, so unable to investigate further for root cause. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The reported device/particle was not returned for evaluation. The lot number is not known; therefore, the device history record review cannot be performed at this time. This investigation is ongoing.

Event description:
A user facility in france reported that three small metal wires came out of the ultrasonic handpiece.

Manufacturer narrative:
UDI related data quality updates only. The UDI is being corrected due to a typographical error in the UDI-di. Although requested, the lot number was not provided, therefore the UDI-pi is not available.